Event description:
The pt reported the piston rod on her insulin infusion device is "frozen" in one position and she is unable to fully retract it. She said the device has not been dropped or exposed to moisture, nor has it made an abnormal noise. She stated she is currently using her backup device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The prod was replaced and requested to be returned for eval.